Event description:
Boston scientific received information that the patient reported during the implant procedure the physician perforated their lung. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.